Event description:
It was reported to philips healthcare that after exchanging the battery and powering up the device, the heartstart xl display was blank with an alarming sound coming from the device. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.